Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient stated they were not feeling good lately, having pain. Patient stated having a drink with dinner a couple days ago and stated having pain. Patient tried to turn stim up but was getting the poor communication screen on the patient programmer. Patient has tried different batteries and seeing the poor communication screen. Patient mentioned having a surgery scheduled for the (B)(6) to get a new implant put in. Patient was taking pills to help numb the pain because they cannot get the programmer to work. Agent asked when patient noticed the return of symptoms and patient stated they were always kind of there. Patient also mentioned the longer they have had the implant, the more it made the bladder hurt worse. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On (B)(6)2025, the patient called to inquire on whether or not mdt can remotely turn therapy on and off. Patient stated that they were in pain and would like mdt to turn on therapy if possible. Agent reviewed. Patient stated that they felt the timing was convenient between their device needing replacement and their device depleting. Patient will continue to monitor symptoms. No further action taken by pats.

Manufacturer narrative:
MDR decision is reportable. Previous regulatory report incorrectly stated this event was not reportable, when this event is reportable due to unknown need for device replacement. Patient states that replacement was scheduled prior to poor communication/device depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the poor communication screen was most likely caused by the end of battery life, normal battery depletion. MDR decision is reportable. Previous regulatory report incorrectly stated this event was not reportable, when this event is reportable due to unknown need for device replacement. Patient states that replacement was scheduled prior to poor communication/device depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***